Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was identified to be the patient disconnecting the patient line from the transfer set. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services(gts) regarding assistance with a system error 2240 alarm during the drain on the homechoice machine(hc). The home patient stated they disconnected in dwell 8 of 14 and didn?t press stop. The technical service representative (tsr) assisted the home patient(hp) to cycle power in order to clear the alarm. There was patient involvement; however, there was no injury or medical intervention reported.